Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported the tool broke during a craniotomy procedure. No patient impact was reported. On follow up it was confirmed there was no impact to the patient or staff due to the tool breakage. In addition, there were no additional or non-routine actions taken as a result of the event. There was no delay to the procedure. A new tool was opened, and was used with no issue. The facility indicated the status of the patient was in recovery from the procedure. It was reported the device was not available for return as it was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.